Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that there was poor sleeve function. The following information was provided by the initial reporter: bd vacutainer sampling needles ref::368838 n", lot 3177865 are malfunctioning when tubes are removed. The rubber covering the needle in the pump body does not engage properly and retracts askew, causing blood to flow onto the tube cap and into the pump body. This also results in an aes risk for the caregiver, who has to stir the tube 4 to 5 times to homogenize it, with the consequent risk of spraying blood onto himself, the patient and the collection room.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368838. Lot/batch #: 3177865. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that there was poor sleeve function. The following information was provided by the initial reporter: bd vacutainer sampling needles ref:(B)(4) n" lot 3177865 are malfunctioning when tubes are removed. The rubber covering the needle in the pump body does not engage properly and retracts askew, causing blood to flow onto the tube cap and into the pump body. This also results in an aes risk for the caregiver, who has to stir the tube 4 to 5 times to homogenize it, with the consequent risk of spraying blood onto himself, the patient and the collection room.